Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full-height cubie drawer 3 failed, showing "device not detected on bus" and preventing access to medication for patients. A field service engineer cleared the foils from underneath the drawer. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed and was not detected on the communication bus. The customer stated that the users were unable to access or pull out the medication for the patients, and there was no delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer failed and was not detected on the communication bus. The customer stated that the users were unable to access or pull out the medication for the patients, and there was no delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.